Event description:
A cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level. The customer had previously experienced cartridge alarms with consecutive cartridges, prompting technical support to confirm the complaint and decide to replace the pump. The customer was advised that the replacement pump would have updated software. They were instructed on returning the faulty pump using a pre-paid label and were reminded to do so within 10 days to avoid charges. The customer was also informed about the need to program their pump settings and connect their continuous glucose monitor to the new pump. Additionally, the customer was made aware of the requirement to reach out to a healthcare provider, as no backup therapy was currently available to ensure uninterrupted insulin delivery.